Manufacturer narrative:
Upon receipt of additional information, the device should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, the downloaded electrocardiogram of the device was examined but the physician has had difficulties in distinguishing the events labeled as supraventricular tachycardia and ventricular tachycardia as their sinus morphology appears similar. No intervention has been conducted at this time. No known instances of inappropriate therapy delivered. The patient was stable with no consequences.